Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the nurse call system. The baxter technician thoroughly inspected the nurse call and was unable to duplicate the reported issue. The nurse call functioned as designed. However, if the reported event of code call not alerting were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
Baxter received a report from a baxter technician stating the code call was not alerting. There was no patient/user injury reported.